Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of blurry image is traced to electronic component failure, whereas the most probable cause of dirt inside objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited blurry image and dirt inside objective lens. There was no patient involvement.